Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reported that the tip of the moss miami final tightener did not engage a screw cap correctly. Reported that the final tightening could not be performed with the instrument. Another final tightener was available to complete the procedure with no patient impact and no report of any delay. Receipt of the returned instrument found its distal tip had been stripped.

Manufacturer narrative:
Visual inspection of the returned moss miami si final tightener revealed that approximately 1mm to 2mm of the distal tip has been plastically deformed in the direction of tightening. An attempt was made to engage the final tightener with a sample set screw. However, the damage on the distal tip prevented this from occurring. A review of the device history record identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis was performed for the product code and no systemic complaint trend was identified that would require further action. The root cause cannot be positively determined based on the provided information and sample. However, the observed damage is consistent with a driver that has not been fully seated in the set screw during final tightening. It is likely that this tip damage prevented the driver from engaging the setscrew as reported in the event description. No corrective or preventative action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.